Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 450cc mentor smooth round moderate plus profile saline breast implant being used in an unspecified breast surgery had a malfunction with the fill tube intra-operatively. The fill tube snapped off when the implant was slightly adjusted. There were no reports of patient complications or procedural delay.

Manufacturer narrative:
Mentor received additional event information that the breast implant was also deflated, and it was confirmed that there was no adverse event. Manufacturer¿s reference number: (B)(4).